Manufacturer narrative:
The evaluation of the returned device confirmed the report of hemolysis and suspected thrombus. Examination of the sealed inflow conduit and outflow elbow showed no evidence of deposition or thrombus formation. Examination of the body of the pump showed a large, flat thrombus seated on the body of the rotor. The thrombus was situated between two of the rotor blades and was occluding one of the rotor pathways. The thrombus showed no evidence of lamination and no areas of denaturing. Although its structure indicates that it did not originate on the rotor, its specific origin could not be conclusively determined. In addition, its presence in the pump during operating would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange due to hemolysis and suspected device thrombosis. The surgeon stated that he did not visualize thrombus within the pump and that it may have been ingested calcium related to his aneurysm.

Manufacturer narrative:
(B)(4). The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(4) registry stating: patient had hm ii implanted on (B)(6) 2014. Post-op worsening hemolysis. Ldh (B)(6) =185, ldh (B)(6) =2147. Increased pump power, reduced output, worsening renal insufficiency, embolic cva on (B)(6) -CT confirmed. Salvage lvad replacement on (B)(6).